Event description:
It was reported, the patient stopped using and charging her ipg about a year ago. Consequently, the ipg no longer communicates with any of the external devices. Surgical intervention to replace the ipg is planned at a later date.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.